Event description:
New information received indicates that the magnetic resonance imaging (MRI) settings were enabled prior to the MRI scan and MRI procedure was followed.

Event description:
It was reported that the patient presented after magnetic resonance imaging (MRI) procedure. It was noted that the implantable cardioverter defibrillator (ICD) was in backup mode. Programming changes were made, and the ICD was restored. The patient was in stable condition.